Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient mentioned on the right side he felt it a lot of stimulation but, it was painful. The patient was switched to the left side on (B)(6) 2021, but the patient preferred the right side. Support link assisted the patient with increasing stimulation on the left side to 2.8. Additional information was received from the patient. They reported that the patient stated they were waiting for the latest culture to come back about an infection they still have. The patient also stated the doctor said the patient cannot finish the 2nd phase as long as infection is there.